Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had slipped and fallen. Caller stated that the insulin pump is blinking between a black screen and a white screen. The pump does not look broken and is intact with nothing rattling. Customer was in his bedroom when he fell against the bed and hit the bedpost. Customer's blood glucose was 107 mg/dl about 30 minutes before the incident. Caller stated that the display is flashing. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
After battery installation, the pump gave a white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window.